Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The customer emailed in to report his issue with the light source device and explain that he had performed some of his own trouble-shooting on the unit. He was able to confirm that if he attempts to use the device several times in a row, it works without issue. It is only after the units sits for a few days that it present the flashing light errors. At this time, the customer is planning to repair the device "locally" and not return it to olympus for evaluation/repair. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the lights on the front of the evis exera ii xenon light source were flashing without sound. The initial reporter went on to confirm that this set of equipment is a backup device and did not make patient contact.